Event description:
During analysis of the device it was observed that the posterior foot was broken and missing. The physician had attempted arteriotomy closure with the perclose at device (closer ak) following an interventional procedure. It was reported that there was no problem with device insertion. The needles were deployed and retrieved without difficulty. Upon needle retrieval it was noted that a link break had occurred. Another device was inserted, but it was reported that partial closure was achieved. Compression was applied to achieve hemostasis. There was no reported adverse pt effect. Though requested, no add'l info was provided.